Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 which occurred on home choice (hc) during use during fill 1 of 4. The baxter technical representative (tsr) had the home patient (hp) cycle power and explained the alarm. The hp will discard supplies and start over with new supplies. The hp stated that the blue line bag had a kinked port. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed. The root cause of the complaint was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.